Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one day post implant the right atrial (ra) lead dislodged. A revision procedure was performed the following day and the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that the electrophysiologist saw different spikes on telemetry, and contacted the field representative. Upon interrogation it was noted that right atrial (ra) lead was occasionally capturing the ventricle, which is how it was determined the lead had dislodged.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a cut in insulation approximately 15 cm from terminal pin; a corresponding cut was noted in suture sleeve. Dried blood was noted in area of cut and in helix housing. Resistance testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.